Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the pressure adjusters were worn and the suction pump was not working intermittently. There were signs of fluid ingress into the device. The pressure mechanism was replaced as it was deemed irreparable and the device was cleaned, tested and found to be fully functional. The worn pressure adjusters are a result of prolonged use of the device over time. Moreover, the damage due to fluid ingress may have caused the device to not work intermittently. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) via service request that the fms vue ii pump device had an unspecified malfunction. During service and evaluation, it was determined that the device had worn pressure adjusters and the suction pump was not working intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.